Manufacturer narrative:
Site reported that a bilateral patient had the light adjustable lens explanted from the right eye as the desired refractive outcome was not achieved after light adjustment treatments. The lens was explanted on (B)(6) 2020. Rxsight's first awareness of the event was 11/13/2020. Device history record for the lens was reviewed. No issues were noted. The explanted lens was returned for evaluation. Visual inspection confirmed the lens had been cut through the center of the optic. The lens was damaged to the extent that additional testing could not be performed.

Event description:
Site reported that bilateral patient had the light adjustable lens explanted from the right eye as the desired refractive outcome was not achieved after light adjustment treatments. The lens was explanted on (B)(6) 2020. Rxsight's first awareness of the event was 11/13/2020.